Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed.  Analysis found the customer comment that telemetry was lost after completing an impedance and sensing test was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continued from d10 dtpb2qq cardiac resynchronization therapy defibrillator (crt-d) 24967 patient connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the cardiac resynchronization therapy defibrillator (crt-d) was implanted, telemetry was lost after completing an impedance and sensing test. The patient connector was disconnected from the tablet and was not able to regain telemetry with the programmer. Telemetry was established with a new patient connector and during this session, the patient was moved to the pre/post-procedure area. Lead testing and the device feature that discriminates supraventricular and ventricular tachycardias was com pleted. The physician started to program final parameters and telemetry was lost again. Another, third session was initiated with the first programmer system and final parameters were programmed successfully. No patient complications have been reported as a result of this event.